Event description:
According to the available information, new implants were used due to a rupture in the device. No additional patient adverse effects were noted.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Examination of the returned sling revealed the tensioner was near the loop of the dynamic suture. The dynamic anchor was not received. Blood residue was noted on the sling. No functional abnormalities were noted with either introducer. The information received indicated that the dynamic anchor broke off the suture during tensioning. Based on the implant process, if properly placed, the dynamic suture would have been adjusted after the dynamic anchor was placed. The tensioning process would most likely have resulted in the tensioner being nearer to the mesh than the dynamic suture loop (as noted on the returned product). As the dynamic anchor was returned, and the tensioner was received nearest to the suture loop, quality is unable to determine the events leading to the reported complaint. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, new implants were used due to a rupture in the device. No additional patient adverse effects were noted.